Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified distal left anterior descending artery. Rotoblade was used and a 2.50x33mm xience skypoint stent delivery system (sds) was advanced with some resistance with anatomy. During inflation at 14 atmospheres the balloon ruptured. The sds was removed without issue and another xience skypoint was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay. No additional information was provided.